Event description:
Per the clinic, the patient also experienced skin breakdown at the implant site, exposing the receiver/ stimulator.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2024 in order to excise the fibrous capsule and cutaneous fistula surrounding the implant.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported),however, the issue could not be resolved. The device was explanted (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.